Event description:
It was reported that the pump's battery was depleting too quickly, though it did not lead to a pump shutdown. There was no reported adverse impact to the customer¿s blood glucose level. Technical support informed the customer that personal items in a pocket or purse might be keeping the pump screen active, causing increased battery use. Reportedly, issue was resolved.